Manufacturer narrative:
A certain universal ratchet extension implant drivers (imre100) was returned. Visual inspection of the as received product identified significant wear around the hex and the o-ring. The implant driver was functionally tested and found to mate with the in-house ratchet wrench. However, the driver was unable to firmly engage into the test implant drive feature. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. (B)(4).

Event description:
The doctor reported that on an unknown date the implant ratchet extension driver does not release from implant after placing it. The doctor confirmed he could complete surgery by using another driver.